Event description:
It was reported by the dr that a vena cava filter was placed 14 days prior to an open gastric bypass procedure in a pt with leg swelling, venous insufficiency and varicosities. Three days after the surgical procedure, the pt was discharged from the hosp. The pt expired the next day.